Event description:
It was reported that the rotaflow shutdown during due to a broken on/off switch. The failure occurred during patient treatment. The patient was hand-cranked and the device has been exchanged with a backup device. Complaint ID:(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Manufacturer narrative:
This is a duplicate entry to complaint # mcp ref. 636729 MFR report# 8010762-2022-00192, confirmed by the ssu (sales and service unit) on 2022-06-08. Therefore, this complaint is cancelled. All further investigation results will be communicated through mcp ref. 636729 MFR report# 8010762-2022-00192.

Event description:
Complaint ID: (B)(4).